Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing of the device the staple line was not good. The staples did not form correctly. There was some bleeding that was controlled. A new device was used to complete the procedure without impact to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.